Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was defective, rough running, blocked and seized. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(4). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported the device stopped working during an ongoing surgery. This is report 1 of 1 for #(B)(4).